Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm three years ago. Vessel morphology from the time of implant as not reported. It was reported that the patient presented at a routine three year follow-up appointment and the aneurysm was found to be 6.3 cm in diameter. A CT scan demonstrated that the stent graft migrated distally approximately 1 cm with a proximal type I endoleak present. The stent graft migration was attributed to disease progression and aortic neck dilatation. A 323249 endurant cuff was implanted four days later and successfully resolved the migrated stent graft and the type I endoleak. There was also a type ii endoleak present and it was not treated at this time. The physician will monitor the type ii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).